Manufacturer narrative:
(B)(4).

Event description:
Right after implant this lead was found via x-ray to have dropped into the rv cavity causing inappropriate function of the device consequently. Lead was surgically repositioned and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.